Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The insulin flow blocked alarm functioned properly. The pump was received with a scratched case, a pillowing keypad overlay, a fading serial number label and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there was an absence of an insulin flow blocked alarm on two occasions. Once was after a set change. The blood glucose reading was not given. The insulin pump failed the high pressure test. The insulin pump will be replaced and returned for analysis.